Manufacturer narrative:
The customer reported that the multi-gas unit is not giving accurate readings. The customer tried replacing the water trap, sampling line, and also performed calibration; however, the device still gives inaccurate readings. The customer stated they will return the device for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the multi-gas unit is not giving accurate readings. The customer tried replacing the water trap, sampling line, and also performed calibration; however, the device still gives inaccurate readings. The customer stated they will return the device for evaluation.

Event description:
The customer reported that the multi-gas unit is not giving accurate readings. The customer tried replacing the water trap, sampling line, and also performed calibration; however, the device still gives inaccurate readings. The customer stated they will return the device for evaluation.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer reported gas unit ag-920ra s/n (B)(6) was giving inaccurate readings. Customer had tried replacing the water trap, sampling line, and also calibration but it still gives inaccurate readings. Customer requested repair services. Service requested: evaluation and repair. Service performed: evaluation: unit was cleaned and under evaluation. We also visually inspected the labels that matched with the unit. The reported problem "gas unit was not giving an accurate of gas readings" was duplicated. We connected gas with the bedside and tested the gas readings. The gas unit was providing very low reading on co2. Recommend replacing gas sensor unit cd-237p gas unit, ag-920ra 1 ea customer decided to continue with the recommended repairs. Investigation result: device was put into service on 4/17/2003. Service history shows no other notifications. Operator's manual revision j stated that gas calibration should be performed yearly for stable measuring accuracy. When the accuracy is not appropriate, perform gas calibration. The maintenance history for this device is unknown. Maintenance of the device consists of periodic checks, regularly changing water trap as specified, and replacing sampling line after each use. Failure to perform the required maintenance could affect device functionality. Device maintenance history was not provided. The root cause of the sensor unit failure could not be determined. Review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects (see attached). Investigation conclusion: device maintenance history was not provided. The root cause of the sensor unit failure could not be determined.